Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient was hospitalized for an elevated blood glucose (bg) of 570 mg/dl with no reported symptoms associated with an alleged power and damage issue with the pump. It was reported that the patient¿s pump stopped working while at the beach and the pump was not worn in the water. Reportedly, the patient discontinued pump therapy, was treated by a healthcare provider and received insulin via injection, intravenous (IV) insulin and another unspecified treatment. During troubleshooting with customer technical support (cts), it was revealed that the battery compartment was cracked, the patient was unable to tighten the battery cap onto the pump and there was no power in the pump. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of an intermittent power and damage issue with the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/15/2017 with the following findings: review of the black box data revealed power on reset occurred after a call service alarm on (B)(6) 2016 at 06:13. Deliveries never resumed. There was an unexplained power on reset event recorded on date (B)(6) 2007 at 06:07; the pump was powered back with recorded date of (B)(6) 2017. On examination, the battery compartment was confirmed to be cracked. There was no moisture inside the battery compartment; however, moisture was found inside the pump on the motor flex connector. The battery cap that was returned for investigation had stripped threads and was not able to fit to the pump securely to maintain electrical current. The alleged power issue was duplicated during investigation. Unrelated to the original complaint the pump emitted a call service alarm, and the display was dim/faded/discolored.